Event description:
Healthcare professional reported pain and capsular contracture baker grade unknown. The device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number: 9617229-2023-03786. All information has been consolidated into this report. Additional, changed, and/or corrected data.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: b.5., h.6. Reason for reoperation: rupture.

Event description:
Healthcare professional reported pain, contracture baker grade unknown and rupture. The device has been explanted and replaced. This relates to the left side.